Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
The patient was recommended orthodontic treatment with the orthodontist supervision to correct the malocclusion she has and relieve the traumatic occlusion on her lower left canine. Patient has narrow lower arch with moderate to severe crowding and it was best for her to get it treated with traditional braces including possible interproximal reduction (due to lower teeth proclination) rather than just treating with aligners without a doctor's supervision.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.